Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she is not getting low alerts. The insulin pump was programmed to alert the customer when they reached 70 mg/dl. The sensor glucose reading at 9:50 am was 68 mg/dl and 62 mg/dl at 10:00 am. The insulin pump did not alarm either times. The history did not show any sensor alerts. The bloog glucose readings were unknown. Advised to replace the insulin pump. Nothing further reported.

Manufacturer narrative:
The test minilink transmitter communicated properly to the pump. The low sensor glucose alarm functioned properly. No unexpected low hypo alarm anomaly or alert silence alarm anomaly was noted. The pump was programmed with multiple basal rates and bolus deliveries, and all registered properly in the daily total history. No history anomaly was noted. However, the pump had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.